Manufacturer narrative:
One device was returned for repair with complaint that the pump fails accuracy +6.5. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and verified the complaint. The cause was the expulsor. Replaced the expulsor assembly to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: exact day unknown but reported that event occurred in november of 2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy +6.5. There was no patient involvement.